Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported an hcp noticed that an implanted pump reported few sequential motor stalls lasting a few minutes. No critical alarm was heard by the patient. Apart from those few events, the pump worked as intended and the patient was not affected by the short motor stalls. The hcp did not want to replace the pump. There were no reported symptoms. Further complications were not reported.